Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported their aligners stop short on one side so that the short side of the aligner would have the end of the aligners directly contacting the cusp of the rear molars. As a result, the end of the aligners sheared off the cusps of the molars on the top and bottom rows. The patient said that their dentist is furious about what these aligners did to my teeth. The patient has an appointment for two crowns to fix what the aligners broke.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.